Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 9.2 cm returned for analysis. Lead insulation degradation was noted at 4.5 cm to 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.